Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. Two events had no patient involvement; no patient impact.

Manufacturer narrative:
Supplemental rationale corrected data: 2 events were previously reported during the reporting quarter; however:  - 2 events were reported in error.  - 0 events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 0 </noe> malfunction events in which the device was reportedly leaking.